Manufacturer narrative:
(B)(4). The customer was provided with a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that when their device is powered on, it just reboots continuously. After multiple attempts to power the device on, it finally did boot-up but had a white display. A white display is indicative of a device lockup condition. Either condition would prevent defibrillation, if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
PMA/510(k)#, of the initial medwatch report indicated: k130454 PMA/510(k)#, of the initial medwatch report should have indicated: p160026 new information for supplemental medwatch report: physio-control evaluated the customer's device and verified the reported issue. Physio-control then removed the power supply assembly for further examination where it was determined that the cause of the reported issue was process residue on a filter, designator fl10.

Event description:
The customer contacted physio-control to report that when their device is powered on, it just reboots continuously. After multiple attempts to power the device on, it finally did boot-up but had a white display. A white display is indicative of a device lockup condition. Either condition would prevent defibrillation, if it were necessary. There was no patient use associated with the reported event.